Event description:
During a laparoscopic band revision, the device did not work. Could not get through the testing code. The device was not used on patient. Unknown what error code was received. Case completed with new like device. No patient consequence.